Event description:
It was reported that the site had a case that was very hard to register the patient and then it was reported that the navigation was inaccurate. Due to the inaccuracy, the physician chose not to complete the case using the superdimension system. There was no harm or injury to the patient reported.

Manufacturer narrative:
In addition to the component analysis previously reported, a copy of the recording from this case was received for analysis. The analysis of the case recording showed that the location board was placed on the bed rotated 180 degrees. System mapping does not function properly when the bed is placed incorrectly. The site was informed of this. A preventive maintenance visit was since performed in (B)(4) 2011 and functionality was again verified at that time and the system was still functioning correctly.

Manufacturer narrative:
There have been successful cases performed at this site after this case and the system performed normally. In addition, a component of the system (the locatable guide) that was used in the reported case was returned to superdimension for analysis. The analysis of the locatable guide stated that there were no anomalies found, the device functioned normally. There was no injury to the patient reported.